Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The device was cracked on both front corners of the top case. The right plunger case was also cracked. A force sensor test error was found in the event history log (ehl). This error was also observed after the device was powered on. The investigator was unable to calibrate the force sensor. The investigation determined that error was produced because the timing plates and push block were incorrectly assembled by the user. A user interface issue was therefore established as the root cause. The plunger was repaired/reassembled to address the reported product problem.

Event description:
It was reported that the medfusion pump exhibited a system failure. No patient injury or complications were reported in relation to this event.